Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, but could not duplicate the failure. The power pcb assembly was tested and the power never turned on/off inappropriately.

Event description:
It was reported that device would power on and off by itself. There was no pt use associated with this event.